Event description:
Healthcare professional reported "pump did not detect air and it went the sensor". "Air reached the patient. Luckily the pt noticed the tubing running empty and alerted one of the nurses." Medication being infused was iron sucrose. 250 ml ns with 15 ml of drug. "Nurse had set the pump on rate and volume at a rate of 180 ml/hr with a volume of 275 ml to infuse over 90 min. When the pt alerted the nurse, the vtbi was 9 ml. Pt was asymptomatic, observed after the infusion and np notified." "The tubing was straight air, the medication had ran out." No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.